Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer advised joystick goes to programming menu and gets stuck there. It will reset itself after cycling, but it will do it again after a period of time. He advised it does it several times a day. Dealer advised that the end user stated this began shortly after delivery of the chair, but they did not report it until it began to happen more frequently. Replacement joystick on return quote (B)(4). MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1143190 rev. K (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.